Event description:
The user reported that the patient was pre-oxygenated prior to the intubation. While the intubation was taking place (device not in clinical use) the anesthesiologist observed that the device touchscreen became unresponsive when trying to press any input. The device was immediately replaced with a new one to perform the patient procedures.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.